Event description:
It is reported by the pt that, " he underwent right total knee replacement surgery in 2003 and in 2005, he underwent left total knee replacement surgery." He also reported that, "the titanium pins in both baseplates broke bilaterally and he needs to have either partial or full revision surgeries."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested and if received, will be provided on a supplemental report.